Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not symptomatic. It was noted during a follow up in clinic that noise and inappropriate auto mode switching (ams) was observed on the atrial lead. The noise was reproducible with arm movement. No further treatment was discussed. The patient was stable.